Manufacturer narrative:
The associated device was not returned as it remains implanted. A review of the label concluded that the ten year sterility shelf life was correct for the time of manufacturing. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Should additional information be received, the complaint will be reopened.

Manufacturer narrative:
(B)(4). Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported a product past its expiration date was implanted.